Event description:
Medtronic received information from a pending journal article that a transcatheter pulmonary valve (tpv) was replaced after the patient developed acute heart failure and an aortopulmonary (ap) communication was identified. The patient exhibited multiple symptoms, and subsequently was found to have an aortic to pulmonary fistula, and it was observed that the tpv stent had eroded into the adjacent ascending aorta. The patient underwent surgical repair of the fistula, resection of the tpv, and replacement of his pulmonary and aortic valves with mechanical prostheses. It was reported that at seven months after the re-operation, the patient continued to have exertional limitations but showed improvement regarding his prior symptoms. The article indicated that the patient was (B)(6) at the time of the original implant, which followed a ross procedure and included implant of a tpv, a bare metal stent, and a right ventricular outflow tract (rvot) conduit. Additional patient/device information, including the dates of the original procedure and the re-intervention, was not listed in the article draft or the referenced articles. The information was received from a pending journal article that reviewed 18 cases reported in literature between 1992 and 2014 of an iatrogenic aortopulmonary (ap) communication being identified after balloon pulmonary arterioplasty, pulmonary artery stenting, or transcatheter pulmonary valve replacement (tpvr). Separate reports have been filed on the other patients who were identified with a medtronic tpv implant and subsequent ap communication.

Manufacturer narrative:
The article's author contact responded to the request for additional information, but did not provide additional details regarding the device or patient's current status. Without a device serial number, a device history record review could not be conducted and it could not be determined if a previous report had been received or if the device had previously been returned for analysis. Based on the available information, a root cause could not be determined for the clinical observations.

Manufacturer narrative:
Without device-identifying information, it could not be determined if this complaint was previously reported to medtronic. A supplemental report will be filed if additional information is received or when the investigation is updated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.